Event description:
During a tah procedure the device did not appropriately seal. To effect a seal, the surgeon sutured the sites due to bleeding. No pt harm was reported.

Manufacturer narrative:
Could not confirm the device complaint. The device activated to the correct generator default setting, coagulate and cut to MFR specifications with no problems noted.